Event description:
It was reported that the customer's insulin pump had a physical damage. The customer's blood glucose level was 167 mg/dl. The insulin pump was returned and analyzed. The insulin pump had a minor crack that it doesn't impact the function o f the devise. No further information was reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Findings: pump was received with cracked reservoir tube lip, cracked belt clips lot at battery tube threads area, cracked display window corner, cracked lcd window and minor scratched lcd window.